Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that coronary heart disease was experienced and in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (lcx) with 85% stenosis, and was 8 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre dilatation and placement of a 2.50 x 12 mm study stent. Following intervention, residual stenosis was 0%. Two days post index procedure, the patient was discharged with acetyl salicylic acid and clopidogrel. In (B)(6) 2015, the patient presented with coronary heart disease and was hospitalized on the same day. Coronary angiography revealed 80% stenosis in the study stent placed in proximal lcx. This was treated with percutaneous coronary intervention (pci). Following intervention residual stenosis was 20%. The following day, event considered as recovered/resolved and the patient was discharged on the same day.